Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that she wake up to find the blank screen. The customer's blood glucose was 262 mg/dl. She stated that the battery cap contacts, battery compartment, and spring were neither missing nor damaged. She stated that she had already had the battery out for more than 10 minutes, cleaned the battery cap, and the display had not returned. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.